Event description:
As reported via legal notification, on (B)(6) 2012, the patient underwent left knee replacement surgery. On (B)(6) 2022, the patient underwent left knee revision surgery due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. The patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care.

Manufacturer narrative:
Pending investigation. Recall: z-0021-2022.

Manufacturer narrative:
H3: investigation results: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear as stated in the operative notes. However, this cannot be confirmed as the device(s) as images of the device/ pre-revision radiographs were not available for evaluation. Initial submission: all fields in section f should be blank, this is a manufacturer's report.